Event description:
It was reported that the patient¿s catheter was leaking and the health care provider (hcp) was trying to ¿get the whole thing replaced". The patient had a myelogram on (B)(6) 2013 which determined the catheter leak. The issue was reported as being at the location of the catheter where ¿it hooks up and where it goes down into the pump¿. This would be the second catheter revision (see manufacturing report # 3004209178-2013-17436), thus the hcp wanted to also replace the pump since the pump was to be replaced in a year anyway. The patient¿s insurance company was giving the patient issues regarding replacing the whole system at this time. The patient noted that the pump was ¿turned down to life support just because, it¿s pushing fluid into a bump on my spine now, so they turned it down". The pump device was used to deliver morphine and bupivicaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).